Manufacturer narrative:
(B)(4)

Event description:
Patient's nurse contacted dexcom on (B)(6) 2016, on behalf of the patient to report that on (B)(6) 2016, the patient experienced a transmitter issue with no indication of an out of range error. No additional event or patient information is available.